Event description:
The customer reported that the system's hand and pedal controls would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The printed circuit boards and connections were reseated during the service call. The system was tested and found to be working as intended and put back into service.